Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a cori assisted tka surgery, one (1) real intelligence cori showed a discrepancy from what was seen clinically. A 15 degree varus alignment was shown and postop data was also showing extremely loose when surgeon planned tight. During the tensioning phase, surgeon preferred to collect at neutral and 90 degrees; however, the dotted white lines that show the live degrees of the leg were showing inaccurately. On the reported console it appeared the leg was at 90 degrees, when surgeon deduced it was at about 50 degrees. The procedure was resumed, after a significant delay, using an equivalent s+n back-up. No further complications were reported.